Event description:
Physical therapist [pt] and rehab aide arrived to ICU [intensive care unit] patient room for physical therapy session with tilt table. Pt and rehab aid arranged tilt table on side of bed closest to window, parallel to bed and in between bed and ventilator which is set to bipap [bilevel positive airway pressure] settings (pt not intubated). Pt tilt table not yet plugged in to outlet as room rearrangement had to occur prior to plugging in tilt table. Pt and rehab aid [ra] moved patient from bed to pt table. Once pt on tilt table and safety straps secured, hospital bed moved away from table. Pt tilt table was then plugged into electrical outlet on boom further from door. Upon plugging in table, spark noted under tilt table. Rehab aid immediately unplugged tilt table and checked for any immediate harm/damage as pt assessed pt. Patient safe with no notable concern with no fire or further sparks noted from tilt table. Bedside rn notified immediately. Pt and ra transferred patient back to bed, tilt table was removed from pt room. Facilities assessed room, electrical outlet and found no issues. Biomed assessed table and found signs of electrical damage at power supply on the table. Table is ~20 years old and cannot be repaired, will be replaced.